Event description:
It was reported that the user entered a meal announcement larger than usual as a corrective measure while using the ilet system. Troubleshooting and education were provided advising that meal announcements should only be used to announce meals and not as a correction method, as this can affect ilet adaptation and learning. No alarms were reported and no hospitalization occurred. Investigation included a troubleshooting call with user education focused on appropriate meal announcement use and avoidance of using meal entries for correction. Investigation determined that device performance was influenced by user handling, specifically use of meal announcements for correction, which can disrupt algorithm adaptation; the device hardware and components were not implicated. Based on the available information and similar reports, user technique and use error were considered the most probable cause, and education was provided to mitigate recurrence.